Manufacturer narrative:
The device was received with severe corrosion on the batteries and pcb. No data could be downloaded from the device. It could not be conclusively determined that the device went into alarm. The soft cannula was found to have a tear in the unexposed portion. Leakage from the cannula conclusively caused corrosion to the batteries and pcb. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod between 37 and 48 hours on the arm. As treatment, a new pod was placed.